Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege that sometime after implantation, the patient was advised that her implant was failing and that she had high concentrations of various metallic elements in her blood. Patient was revised. Additionally, the litigation papers allege the patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to her normal affairs and duties for an indefinite period of time. There is no new information that changes the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain, abnormal tissue changes and signs of adverse response. The cup was easily removed and showed no signs of bony ingrowth.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.